Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10, h11. Corrected fields: d4, e1. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced physically damaged chassis hinge assembly and performed passing functional test, unit returned to service. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received chassis, storage bins with a reported unit failure of the chassis storage cabinet being damaged. The fat performed a visual inspection and found the part to be physically damaged. Confirmed the reported failure.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a physical damage repair replacing front storage cabinet. There was no patient involvement.